Event description:
A pt diagnosed with l4-l5 degenerative disc disease and l5-s1 spondylolisthesis grade I, was implanted with screws, a two level sacral atb plate and fresh frozen femur allograft ring bone graft. One screw was noted as broken mid-shaft. The broken screw currently remains in the pt.